Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred per 21 crf803.19..

Event description:
Patient had IV-antibiotic treatment. It was reported that on (B)(6) 2017 aspiration was not successful on but infusion and flushing worked. On the (B)(6) 2017 nurse was able to aspirate, infuse IV-antibiotics and flush the catheter with the pulsating technique. After flushing with 30 ml of pre-filled saline syringes (3 x 10ml), catheter hub started leaking first clear saline and after that blood. After consulting other nurse and the doctor, decided to remove the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reav1262 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
Patient had IV-antibiotic treatment. It was reported that on (B)(6) 2017 aspiration was not successful on but infusion and flushing worked. On (B)(6) 2017 nurse was able to aspirate, infuse IV-antibiotics and flush the catheter with the pulsating technique. After flushing with 30 ml of pre-filled saline syringes (3 x 10ml), catheter hub started leaking first clear saline and after that blood. After consulting other nurse and the doctor, decided to remove the catheter.